Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator oxygen (o2) sensor did not pass the calibration. The ventilator was not being used on a patient when the failure occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The unit passed extended self-testing.